Event description:
It was reported that a balloon burst occurred. The target lesion was located in the superficial femoral artery. The 6.0x60mm mustang balloon catheter was advanced and during inflation, the balloon ruptured at 10atms. There were no patient complications reported.

Manufacturer narrative:
(B)(4).